Event description:
It was reported that the insulin pump stopped working at one point. Customer stated that there was a hospitalization for high blood glucose. Blood glucose value at the time of hospitalization was over 600 mg/dl. Significant events leading to the hospitalization were nausea, vomiting, ketones, and diabetic ketoacidosis (dka). Customer was wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.